Event description:
Bard ep electrophysiology system failed after all sheaths and electrophysiology catheters were placed in coronary and coronary sinus. Necessary channels unable to be displayed. The procedure was cancelled.